Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv). On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable